Event description:
It is further reported that there was no patient involvement.

Manufacturer narrative:
Corrected data: b5, h6 (health effect-impact code: removing 2199 and adding 2645, medical device problem code removing 2999 and adding 1408) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. As a result of formal investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the circuit fault in the charged coupled device unit, unacceptable tension in the area of the charged coupled device w. Holder assembly due to use of an adhesive which is not adapted to the load / temperature collective/ asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined, an insufficiently formed adhesive layer c-holder to bumper sleeve, or pre-existing damage to the charged coupled device w. Holder assembly due to using a suboptimal adhesive device that led to the malfunction. The instruction for use does not contain any specific reference to the fact that the charged coupled device unit (ccu) connector is a sensitive electronic component and must be handled with special care. Therefore, customer handling of the ccu connector may have contributed to the error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable image turned purple and green. The issue occurred during maintenance. There were no reports of patient harm.